Event description:
Patient came to clinic on (B)(6) 2024 with noted damage to white bend relief on controller and reports of frequent power cable disconnect from white power cable. Silicone sleeve on driveline frayed. Rescue tape applied to driveline. Controller replaced.